Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt reported that they inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime / rewind sequence.

Event description:
It was reported that the pt received emergency room treatment for hypoglycemia. The pt stated that she inadvertently administered excess insulin by priming the pump while attached to the infusion set.